Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The device ran for 55 pulses. Timeouts were observed in the download data in tandem with a failure to transition in the rotational sensor data indicating a drive stall occurred. The rerun did not replicate the drive stall. No damages or defects were found that would cause a drive stall. Since the device was received deployed, it could not be conclusively determined when the needle mechanism deployed and whether the drive stall contributed to the reported needle mechanism failure. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The cannula was visible when the pod was removed, it was not seated into the skin and it appeared to be bent. The pod was not worn. No impact to the patient's glucose level was reported.